Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a first overdischarge was confirmed. A physician mode recharge (pmr) and two hours of a trickle charge did not successfully reset the device. The cause of the overdischarge was patient compliance. The patient was encouraged to make a follow-up with the physician to discuss further. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or if the issue was resolved. There were no patient symptoms or complications associated with this device. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.